Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a tonsillectomy + adenoidectomy, the settings were 7 for ablate and 4 for coagulate, halfway through surgery, the procise ez was not ablating the tissue despite back flushing and unclogging, also enough saline solution was used during surgery. The procedure was completed with a back up device, with no patient injuries reported. A delay greater than 30 minutes was reported.

Manufacturer narrative:
The device was returned as an MDR for evaluation and intended for use in treatment. There was a relationship found between the returned device and the reported incident. The visual inspection under magnification of the wand shows minimal electrode wear with contamination/discoloration and scratch/scuff marks on the return electrode and spacer, an excess of adhesive is visually observed on top of the electrodes. During functional evaluation in the lab the returned device was activated in saline solution using a known good coblator ii controller. The device was tested in saline solution at the setting 7 for ablate and 4 for coagulate as reported and low plasma was generated on the outskirt of the electrodes. The suction tube was tested and performed as intended. The cut saline line was tested by a syringe and performed fluently as specified. The complaint was verified and the root cause was determined to be a manufacturing error.